Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation, infection, pain, swelling, abscess, inflammation, mobility.